Event description:
It was reported that this cardiac re-synchronization therapy defibrillator (crt-d) was explanted and no allegations have been received at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and no allegations have been received at this time. The device has been returned and was analyzed. No additional adverse patient effects were reported.